Event description:
It was reported that during a procedure, the console presented a low power issue, but the device still can be used. The procedure was completed with the original device without patient complications. The console did not display an error in relation to the low power. Case sever mode was not displayed either. The low power was identified by the physician.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the debris shield was damaged, therefore, replaced. The fse verified the alignment and optics; tested all power settings and the console worked without problems. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console presented a low power issue, but the device still can be used. The procedure was completed with the original device without patient complications. The console did not display an error in relation to the low power. Case sever mode was not displayed either. The low power was identified by the physician.